Event description:
Meter shows an apply sample message. Patient applied enough blood on the test strip and the test does not start, it keeps giving them the apply sample message. Patient used a new vial of test strips and ended up getting the same message. Patient took oral medication after attempting to use the meter. Patient did not seek medical attention or call md. Customer service was unable to resolve the issue and sent patient a new meter.